Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) was "high" although specific value not provided. No action performed yet. During troubleshooting with technical support, the customer will attempt the pump reset and will call back if issues persist.